Event description:
Literature was reviewed regarding  ¿ a wider grip: endoanchors increase proximal sealing surface during endovascular aneurysm repair¿  the time frame of this study was over a seven year period. 221 patients underwent evar with endurant stent grafts. In another 31 patients,  endoanchors  were implanted along with the endurant stent grafts.  Among the patient population the following malfunctions occurred: ia endoleak, ib endoleak no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿ a wider grip: endoanchors increase proximal sealing surface during endovascular aneurysm repair¿  accarino g, esposito d, campolmi m, turchino d, serra r, marcello bracale u  ann vasc surg 2025; 119: 37¿45  https://doi.org/10.1016/j.avsg.2025.04.119 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.